Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported in the literature that a patient underwent a left upper lobectomy procedure for a left lobe tumor in (B)(6) 2008 and topical skin adhesive was used. After the surgery, the patient was in stable condition. In (B)(6) 2008, the patient developed itchy erythema around the thoracic scar. Fexofenadine hydrochloride and fexofenadine-hydrochloride-butyrate-propionate-betamethasone-coating-cream was administrated. After that the patient got well. A patch test was performed by the surgeon and the result was positive. The surgeon diagnosed this event as skin inflammation due to the topical skin adhesive.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:(B)(4).